Manufacturer narrative:
The info provided on this form was previously submitted under mfg report number 1822565-2013-00043. Primary notes state the knee had good range of motion and stability with trial components. After cementing, the knee was held in extension until the cement cured with an articular surface trial in place. Revision operative notes state the pt developed medial proximal tibial pain. X-rays showed osteolysis beneath the tibial component, indicating loosening. Effusion was noted during the procedure. The tibial component was not significantly loose; removal required prying with an osteotome. The bone cement was noted to be interdigitated well, especially toward the tip of the prosthesis, and it took quite a bit of work to pull the tibial component from the proximal tibia. No mention of osteolysis was made beyond pre-revision radiographs. After removal of the components and preparation for the new components, the pt's lateral tibial plateau was somewhat crushed. Device history records indicate all components were manufactured and inspected to spec.

Event description:
It is reported that pt was revised due to pain, loosening, and osteolysis.